Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook hemospray endoscopic hemostat. It was reported that the device was assembled per the IFU by the rn/tech however powder was not coming out of the distal tip of the catheter. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in biobag. A lot number was not provided with the returned device. Our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (only one catheter was returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The returned catheter presented with brown and red discoloration throughout the tubing and at the distal tip, discolored powder inside the tubing, and appeared to be cut at the distal tip. The device was tested as returned and sprayed powder as intended. The returned catheter was attached for testing and did not spray powder. The co2 cartridge discharged upon deactivation and was fully punctured. The foam insert was present and oriented correctly inside of the device. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge, the device sprayed as intended. The returned catheter was attached for testing and did not spray powder. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the laboratory evaluation of the returned device indicated that the catheter contained blood which prevented powder from exiting the distal end of the catheter. The likely cause of the clogged catheter is related to blood or other fluid from the surrounding area clogging the device due to use error. This is indicated by the discoloration of the catheter and the fluid inside the tubing. If the catheter tip comes in contact with blood or fluid while suction is being used, this can cause blood to enter the catheter, resulting in the failure observed. To assist the user, the instructions for use (IFU) state the following, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." A corrective action was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA.. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the returned device indicated that the catheter contained blood which prevented powder from exiting the distal end of the catheter, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.